Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 15 of 15 for the same event. It was reported that during an unspecified surgery, it was observed that one electric pen drive device, one hand switch device, one reciprocating saw attachment device, one oscillating saw attachment device, one k-wire attachment device, one burr attachment device, one sagittal saw attachment device, five coupling devices, one cable device, one sealing device, and one casing device were reported to have been broken during surgery. The reporter was unable to specify which device was broken. Therefore, all devices involved in the event will be reported. It was reported that there was a delay of only a matter of minutes in order to pull and set up another tray. However, the exact duration of the delay was not specified. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.